Event description:
The affiliate reported the customer alleged an erroneous platelet result, without system generated messages, for one patient, involving unicel dxh 800 coulter cellular analysis system. The initial sample produced a platelet result of 83 x 10^3/l. A second sample produced a result of 147 x 10^3/l. The customer's platelet eye-count produced a result of 120-140 x 10^3/l. The last date of (B)(6 )2012, showed a platelet result of 121 x 10^3/l. The erroneous result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. Previously tested patient samples were retested to confirm accuracy, back to the last acceptable quality control. The instrument was performing within quality control (qc) specifications with respect to controls and reproducibility. Controls performed prior to and after the event recovered within the assay ranges. A definitive cause of the event is unknown.